Manufacturer narrative:
Evaluation of device component not yet complete. No permanent injury to the patient and patient no longer experiences pain.

Event description:
One year after implantation, patient complained of pain and a component of the device (the nitinol cable frame) was surgically removed. X-ray of the device location previous to removal of the component indicated a separation of the nitinol cable frame. Post surgery, the patient reported no pain.